Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. An attempt to fire staples was made. The first staple fired properly. On the second firing attempt, the second staple shot out unformed and the third staple fired. The fourth staple fired properly. The device was disassembled, and it was observed that the pawl was spun out of position and part of the trigger connected to the pawl was broken. Die casting anomalies on the forming tool were also discovered. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. Each stapler is 100% inspected at manufacturing for proper firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. The tecate manufacturing site was consulted as part of this investigation. It was confirmed that condition of the pawl and trigger likely prevented the staples from consistently firing properly, and that the root cause of this issue could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that during use on a patient "[stapler] was impossible to use because the staples got stuck inside or come out in an inappropriate width". This occurred to two staplers. No patient harm or injury. Associated MDR #3003898360-2023-01586.

Event description:
It was reported that during use on a patient "[stapler] was impossible to use because the staples got stuck inside or come out in an inappropriate width". This occurred to two staplers. No patient harm or injury. See associated MDR #3003898360-2023-01586.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.